Manufacturer narrative:
A ge service rep conducted an on site eval. Verified reported issue. The rep performed a clean software reload. System now operates as intended.

Event description:
The customer reported the system would not boot up. No pt injury was reported.